Manufacturer narrative:
(B)(4). Batch # n90h2u. The analysis results found that nseal535rh device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that when stocking inventory, the quality replacement product received for a previous complaint was found to have damage to the tyvek packaging material which made the device not sterile. The device was not being pulled for a procedure when the issue was found. There was no patient involvement.